Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced depression and discomfort from the inflatable penile prosthesis (ipp) cylinder tubing in the infrapubic region. The physician removed original prosthesis through prior infrapubic incision and a new device was inserted through penoscrotal approach. No further patient complications were reported.

Event description:
It was reported that the patient experienced depression and discomfort from the cylinder tubing in the infrapubic region. The physician removed original prosthesis through prior infrapubic incision and a new device was inserted through penoscrotal approach. No further patient complications were reported.